Event description:
It was reported that during a stenting treatment procedure stent damage and a shaft fracture occurred. Access was obtained via the femoral artery. The 21mm in length and 3.75mm in diameter, 90% stenosed, eccentric and de novo target lesion being treated was located in the severely calcified and non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.50x9mm maverick balloon catheter and a 3.50x15mm maverick balloon catheter, resulting in 50% residual stenosis. A 4.00x24mm promus element stent delivery system (sds) was then advanced to the lad, however there was difficulty crossing the lesion. The physician applied more force which resulted in proximal stent damage and a shaft fracture at the proximal end. The device was removed intact. The procedure was successfully completed with a 4.00x23mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage and a shaft fracture occurred. Access was obtained via the femoral artery. The 21mm in length and 3.75mm in diameter, 90% stenosed, eccentric and de novo target lesion being treated was located in the severely calcified and non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.50x9mm maverick balloon catheter and a 3.50x15mm maverick balloon catheter, resulting in 50% residual stenosis. A 4.00x24mm promus element stent delivery system (sds) was then advanced to the lad, however there was difficulty crossing the lesion. The physician applied more force which resulted in proximal stent damage and a shaft fracture at the proximal end. The device was removed intact. The procedure was successfully completed with a 4.00x23mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.device code # 1059 relates to component code # 515. Device code # 2524 relates to component code # 3038. Device code # 1260 relates to component code # 955. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Struts on the first row from the proximal edge were raised proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was broken 109.3cm proximal to the port. The proximal end of the device was not returned. Kinks were identified along the entire length of the hypotube. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).